Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was not holding its charge. Tandem technical support reviewed battery history and no issues were identified. Customer maintained there was a pump issue. Customer's blood glucose was 126 mg/dl.